Event description:
During treatment in 2006 at a hosp. And being used on an intubated male pt., this laerdal silicone resuscitator functioned inadequately because it had been ressembled incorrectly by hosp. Staff. The situation was discovered right away and another resuscitator was used on the pt. The attending doctor stated that pt outcome was not affected to the rapid replacement of the resuscitator.